Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a synergy stent was returned for analysis without a stent delivery system. A visual examination of the stent found that the stent was detached and there was evidence of damage along the entire length of the stent. Visual inspection using the microscope confirmed the characteristic synergy strut connectors, with four on the proximal end and two on the distal end.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy ii drug-eluting stent came off the balloon prior to deployment. There was no harm to the patient.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy ii drug-eluting stent came off the balloon prior to deployment. There was no harm to the patient.